Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. We received the following: one opened/used simplera sensor, one simplera serter returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a) (lockout category= app applicable). Lost sensor alarm was noted in the traces (device has been disconnected for greater than 30 minutes, then it reconnected). Unit was able to download trace and termination result. First term reason: sensor dehydration first term reason descriptor: the sensor was terminated because it was removed from the body prior to the device's end of life. The dehydration can be caused by multiple factors. It is unknown that the sensor contributed to the event. In conclusion: the customer complaint of lost sensor alert is not confirmed. The unit is working as expected. Also, the complaint of sg not available alert is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating for more than 3 hours with no sensor values. The pump disconnected, later tried to repair several times but it dint work. The customer reported no adverse event. The event involved product(s) mmt-5100clx, mmt-6101. Troubleshooting was performed. The customer received a "lost communication" alert and unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. The customer will discontinue use of the sensor. Mmt-5100clx was requested and the customer response was that the device will be returned. No product return is required for mmt-6101.